Event description:
Site experienced discrepant results for calcium for multiple patients. The following results were provided, calcium is reported in units of mg/dl: patient 1: 10.3, repeat 8.8, repeat 9.4. Patient 2: 10.8, repeat 9, repeat 9.6. Patient 3: 10.1, repeat 8.2, repeat 9. Patient 4: 9.6, repeat 9.1, repeat 8.7. Patient 5: 10, repeat 7.9, repeat 8.8. Patient 6: 10.8, repeat 9.4. Patient 7: 11, repeat 9.9. Patient 8: 10.3, repeat 11.3. Patient 9: 9.1, repeat 8.5, repeat 8.9. Patient 10: 10.6, repeat 9.1, repeat 9.6. Patient 11: 10.6, repeat 8.8, repeat 9.4. Patient 12: 10.4, repeat 8.1, repeat 9. Patient 13: 10.3, repeat 8.9, repeat 9.3. Patient 14: 9.9, repeat 8.3, repeat 8.8. Patient 15: 10.3, repeat 9.3, repeat 9.8. Patient 16: 11.3, repeat 9.3, repeat 9.8. Patient 17: 10.7, repeat 8.8, repeat 9.8. Patient 18: 10.6, repeat 8.8, repeat 9.8. Patient 19: 11.4, repeat 9.5, repeat 10.1. Patient 20: 8.6, repeat 9.9. Patient 21: 8.6, repeat 9.7. Patient 22: 8.5, repeat 9.7. Patient 23: 8.5, repeat 9.6. Patient 24: 10.9, repeat 9.5, repeat 9.5. Initial results were reported. No patients were adversely impacted. The user replaced the reagent pack and did not see further occurrences.